Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, based on the information provided the patient was diagnosed with folliculitis and a knee culture that grew staph aureus five days prior to the revision. Therefore, based the information provided, it cannot be concluded that the reported infection that lead to the revision is associated with the mal-performance of the implant. We cannot rule out the patient¿s comorbidities such as diabetes, excessive alcohol intake, neuropathy and obesity as contributing factors to the reported infection. The future impact to the patient beyond the revision and infection cannot be determined. No further clinical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Product was sterilized according to sterilization release documentation from quality control. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported that polyethylene insert was removed and an antibiotic spacer was implanted due to infection that was causing pain with swelling and inability to walk. Also, irrigation and debridement were done in the same surgery.